Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in the over sensed noise. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements and evidence of oversensed noise. Isometrics were successful in re-creating the noise. An x-ray confirmed an under inserted lead. Surgical intervention was performed to resolve the connection issue. No adverse patient effects were reported. The device remains implanted and in service.